Manufacturer narrative:
Results: the indigo system aspiration catheter 5 (cat5) was fractured approximately 3.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during use. If the cat5 is manipulated forcefully at an angle during positioning within the patient, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 5 (cat5). During the procedure, while aspirating the thrombus, the cat5 separated and broke at the point where the catheter and the "kink resistant steel" (strain relief) near the hub meet. The physician manually removed the broken cat5 and the procedure continued using a new cat5. There was no report of an adverse effect to the patient.